Manufacturer narrative:
H10: for this event, the lot number was provided and a lot history review was performed. Of the 1 reported malfunction, 1 device was returned for evaluation. A complete catheter fracture was confirmed for this device. A root cause has not been determined. The device was labeled for single use. H10:g4. H11: h6 ( eval, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 600660 long term hemodialysis catheter allegedly had defective components. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 600660 long term hemodialysis catheter allegedly had defective components. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.